Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level was reported at 16 mmol/l, which is within the normal range, showing no adverse impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.